Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of component damage - leak, could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that 5 unspecified alaris pump tubing sets leaked during use. The following was reported by the initial reporter: "it was reported that there was a secondary tubing break with leak. Verbatim: ""we have had five alaris pump IV tubing line breaks in the past two weeks. Two of them were at the base of the drip chamber and the other three were where the tubing meets the plastic portion that goes into the alaris pump. We gave the one other tubing that was saved, along with the bag to xxxxxxxx in pharmacy who was going to pass it on to xxxxxxxxxxx. Luckily, these breaks occurred with only saline in the lines. We also had another tubing break last week at the base of the chamber but this one had chemotherapy in it and resulted in a spill. This tubing was secondary tubing with texium at the end. There was no bag saved, so we are unsure of the lot number etc. Thanks for your time and if you have any questions or need more information, please let me know.""

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that 5 unspecified alaris pump tubing sets leaked during use. The following was reported by the initial reporter: "it was reported that there was a secondary tubing break with leak. Verbatim: ""we have had five alaris pump IV tubing line breaks in the past two weeks. Two of them were at the base of the drip chamber and the other three were where the tubing meets the plastic portion that goes into the alaris pump. We gave the one other tubing that was saved, along with the bag to xxxxxxxx in pharmacy who was going to pass it on to xxxxxxxxxxx. Luckily, these breaks occurred with only saline in the lines. We also had another tubing break last week at the base of the chamber but this one had chemotherapy in it and resulted in a spill. This tubing was secondary tubing with texium at the end. There was no bag saved, so we are unsure of the lot number etc. Thanks for your time and if you have any questions or need more information, please let me know.""